Event description:
The manufacturer received info from an authorized service center that a synchrony s/t device was producing an air temperature greater than 55 degrees c at the end of the pt tubing. There was no report of pt harm or injury. The manufacturer has not received the device for add'l investigation. A request for the device and the components has been made by the manufacturer. A f/u report will be filed when the investigation has been completed.